Event description:
It was reported that an attempt was made to implant the pacing lead in the patient's rv and that pacing impedance was greater than 4000 ohms. The physicain suspected a lead malfunction and removed it. A new lead was successfully implanted. It was also reported that the physician confirmed the presence of pericardial fluid and asked to have the lead evaluated. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however blood noted on helix mechanism; full lead returned and analyzed.